Event description:
It was reported that revision surgery was performed, due to fracture of the insert. The insert involved in this event is not currently sold in the u.s. However, one or more of the concomitant products is sold in the u.s.